Event description:
Customer reports an inaccurate high reading on her freestyle flash blood glucose meter. The customer reports losing consciousness after obtaining a reading of 127 mg/dl on her freestyle flash meter and treating herself with insulin. Upon arrival, the paramedics received a reading of 22 mg/dl on their meter and treated accordingly with glucagon. The customer was transported to the hospital. Note: 127 mg/dl is within the american diabetes association definition of normal for pre or post meal blood glucose level. The time between the two readings was not reported. The amount of insulin taken was not reported.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.